Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Information of brushing method around the forceps elevator could not be obtained. Omsc presumed the following cause because dirt adhesion indicating the insufficient reprocessing was found from the subject device according to the inspection result by local service department. There was difference of the user brushing method for the forceps elevator from IFU recommendation. The facility staff was less trained on usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was november 2, 2021, not november 1, 2021 as reported in initial MDR.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 1, 2021, there was a foreign material on groove or gap of the distal end due to insufficient cleaning.there was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.